Manufacturer narrative:
The pump¿s event alarm log history was reviewed and there were no alarms related to the reported complaint identified. Equipment items used for the investigation were as follows. Saline bag lot#: 5604784, primary plum set list#: 14679-28, lot#: 5151926, secondary plum set list#: 14230-28, lot#: 5841433 the device failed visual inspection as the cassette door was damaged. Probable cause is physical damage due to normal wear and tear. (This discrepancy did not contribute to the customer¿s complaint). No evidence of physical damage or contamination. Device passed all pvt tests most notably the volume accuracy test results are 20.25 ml (acceptance range 19 ml- 21 ml). Volume accuracy of 98.77 %. Could not confirm customer¿s complaint of the device performing an inaccurate over delivery. Probable cause was not found.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date. The customer stated a bag with a specific amount of fluid was programmed to run for a specific amount of time emptied before that time was reached and the pump indicated that the amount of fluid that actually pumped was significantly less than the amount that was supposed to be in the bag. It gave the staff the impression that all of the fluid was being infused into the patient quicker than expected and the staff did not see the rate being changed across the infusion. At one point it was reported there may be an issue with the b port but all of the tpn infusions are on the a port. The staff did not see any alarms that indicate the bag was empty before the pump infusion was complete for tpn infusions. The customer found the following errors but was not certain if they could have contributed to the event; n185 proximal occlusion at start up, n190 proximal occlusion a/air and n232 proximal air a. The set up was as follows: tpn on the primary line, lipids infusing on the secondary line. The bags were empty when the issue was noted. When asked how much fluid was expected to be left when the issue was noted, the response was ¿at least 50ml as there is 50 ml of overfill in each tpn.¿ there was patient involvement; however the patient¿s status never changed. Further, there was no delay in therapy, no medical intervention and no report of human harm.